Event description:
It was reported that when the patient turned on the implantable neurostimulator (ins) after the procedure the stimulation was far too high. It was noted that it was much higher than when he turned it off for the procedure. It was a ¿jolt¿ when it came on. It was noted that the patient then turned the ins down and off. It was noted that a couple hours later the patient tried to turn on the ins but did not get any stimulation. It was noted that he only got a ¿beep¿ from the patient programmer. It was noted ¿later¿ the ins was working but the patient was worried that it would happen again.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010: product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010: product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010: product type extension; product ID 37743, serial# (B)(4): product type programmer; patient product ID 37752, serial# (B)(4): product type recharger. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding his device/therapy, but was working with his doctor or manufacturer representative. Additional information received reported that the patient was still having concerns regarding his device/therapy, but had not sought further help.